Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the medium-large clip applier would not work. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred during the procedure, it was not working while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon stated it would not close and was related to clip applier jaws remaining static/not moving when surgeon commanded movement however was not related to unexpected motion of clip applier while attempting to clip. The issue was related to unsuccessful clip application. It is possible that the issue was related to clip opening after closure of the clip. Normal hem-o-lok clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested. Customer used a backup to resolve the issue. The instrument was sent to intuitive for analysis. No photos or videos are available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.45mm. The grips were not found to be cracked.